Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. On an unreported date, the patient was treated with intravenous (IV) injections of cefizox, 1gm daily, and tazin, 2.25gm, 3x/day, and ip injections of vancomycin, 250mg 3x/day. At the time of this report, the patient remained hospitalized and the event of peritonitis was unknown. The root cause for the peritonitis was unknown. Pd therapy was ongoing. The reporter's opinion of causality was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A batch review will not be performed as the lot number is not known. The root cause for the peritonitis is undetermined as no sample was available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.